Event description:
It was reported the gastrointestinal videoscope had a blurry image. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction: d8 - was device serviced by third party? From yes to no. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported defect occurred due to a mechanical issue which is due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.